Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Describe event or problem: this section referenced the reported lens as a zct150 but it should be zxt150. Model #: indicated zct150 but it should be zxt150. In the initial report narrative for the investigation codes was inadvertently not provided. It is now provided in this follow-up report. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable lens has not been explanted. (B)(4). Attempts were made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct150 23.0 diopter lens rotated post operatively in the patient¿s eye. Initially it was planned to explant the lens. However thru follow-up the customer explained that they decided to reposition the lens instead.